Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated and h6 medical device problem code updated. Zoll medical corporation evaluated the device and the device performed to specification. The reported screen blackout likely resulted from low battery during transport. Per the r series operator's guide, the unit should not be used without a battery, and backup power must always be available. Batteries must be tested regularly, and low or replace battery warnings must be addressed immediately to avoid unexpected shutdowns. The battey was not returned for evaluation. The device passed all functional testing with no issues found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.